Event description:
Per complainant, 4-way valve is contaminated, with a foreign substance. Per independent repair center statement, the unit was alarming or red light. The key failure was 4-way valve is contaminated, with a foreign substance. Additional malfunctions were 02 outlet broken, controls short circuit, and top shroud cracked.